Event description:
It was reported that during a robot prostatectomy, the three devices fired malformed clips that were not perfectly formed. Some clips had a gap and some scissored. However, they did not cut the vessels. Clips dropped off of the device into the patient and were removed with a grasper. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Device a: malformed clip, returned empty, non-functional lockout. Devices b and c: (B)(4) returned empty, jaw misaligned. Instrument a was received empty and with the lock out mechanism non-functional. A malformed clip was found jammed in the jaws. Due to the condition of the device, no testing to evaluate the event reported could be performed. In order to evaluate the device's internal components, it was disassembled and no anomalies were noted with the handle lock out posts. Instruments b and c were received empty and with the jaws misaligned. No testing could be performed as the instruments were returned empty; however, the application of an incorrect/excessive torque to the jaws during instrument use creates a misalignment of the tips that may lead to malformed clips. The batch records were reviewed and no anomalies were noted during the manufacturing process.